Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found the electrodes (na, k, cl) were old. The customer had not replaced electrodes since may 2023. Upon troubleshooting, the customer replaced the cl electrode to resolve the issue. The customer ran quality control and passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned the patient results on ise sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) due to erratic anion gap values on their au480 clinical chemistry analyzer. The customer did not release the patient results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.